Event description:
During follow-up, it was observed that the device delivered inappropriate anti-tachycardia pacing during atrial fibrillation. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.